Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device received anti-tachycardia pacing (atp) and shock therapy for atrial fibrillation with a rapid ventricular response. Therapy was exhausted. Boston scientific technical services discussed potential programming options. It was also noted that there was a drop in left ventricular (lv) pacing impedances from approximately 1500 ohms to approximately 800 ohms. There were no adverse patient effects reported. The device remains in service.